Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 500 mg/dl. Customer also specified other relevant blood glucose level was 168 mg/dl, 179 mg/dl and 273 mg/dl. Customer treated with bolus and manual injection for high blood glucose. The devices will return for analysis.